Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Short description leakage from the protector the had leakeage from the protector with pip/taz, brand jofre when did the incident occur? During use.

Event description:
Leakage from the protector. The had leakage from the protector with pip/taz, brand jofre. When did the incident occur? During use. Per response to follow up questions: could you please provide the lot number of the defective product? No lot nr, have happened with different boxes. Has there been any patient impact (serious injury, medical intervention, change of treatment required)? No. We would like to ask you to confirm if any samples are available for investigation. If yes, could you please specify if the samples are: no samples. Whether the protector is attached to the vial manually or using the assembly fixture? Both.

Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation/additional information: additional information: following submission of initial MDR, on 31may20224 the customer responded there was no patient impact. Annex e and annex f codes updated to reflect. Device evaluation: no photos or physical samples that display the reported condition were available for investigation. Product undergoes visual and functional testing throughout manufacturing to ensure the quality and functionality of the device, including leakage testing. As the lot involved in this incident is unknown, a device history review cannot be performed. The protector must be attached completely vertical. The m12 assembly fixture is recommended to ease the connection of the protector to the vial. The m12 assembly fixture should be used in a slow and consistent motion to ease the connection of the protector onto the vial. Based on the available information, we are not able to identify a root cause related to our manufacturing process at this time. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.